Manufacturer narrative:
Follow-up #1; date of submission: 02/08/2017. The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings. A review of the black box showed a power on reset event. A crack was found in the battery compartment at the threads to the left side of the grip pad down to the seal. The threads on the battery cap were stripped and were unable to fit. The intermittent power issue was duplicated during investigation. A test cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no further loss of power events occurred. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.